Manufacturer narrative:
The device ran a total of 1056 pulses with no alarms, timeouts or drive stall. The investigation found the clutch spring was still retained by the spring latch even though the spring latch passed over the reservoir cap window. As a result of the clutch spring not being released, the plunger leadscrew did not advance the plunger and push out insulin through the fluid path when the ratchet gear rotated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 590 mg/dl. The patient was vomiting and nauseous. For treatment, the patient was given diagnostic tests and given 10 units of insulin. The pod was worn between 24 and 36 hours on the abdomen. The patient was still in the hospital.